Manufacturer narrative:
The pump was received with no button response and a button error alarm due to corroded keypad traces. Also, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the reservoir tube window corner, a cracked reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the buttons were not responding properly. The customer stated that the issues with the buttons began two months prior to the call. Blood glucose level at the time of the incident was not provided. Customer reported that she had blood glucose levels over 400 mg/dl a couple of days prior to the call. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.